Manufacturer narrative:
(B)(4).

Event description:
A consumer reported via a manufacturer representative that she had not charged the system as stimulation was causing pain, there was pain at the battery site, not providing pain relief, and jolting at back. It was unknown what led to the event and it was noted that the consumer had multiple medical problems and multiple hospitalizations. Diagnostics were to be performed at scheduled doctor appointment, which the consumer was to charge stimulation for. Additional information received from a representative confirmed an overdischarge and noted the consumer did not have her recharger with to initiate a device reset. The consumer was to have a CT scan to assess for new pathology with a plan to further discuss revision, replacement, or removal in the near future. Follow-up is being conducted to obtain additional information. If received, a supplemental report will be submitted. Indication for use included non-malignant pain.

Event description:
Additional information received from the representative reported meeting with the consumer to complete a physician mode recharge (pmr). The consumer would be charging from there on out and planned to meet with the representative at a later time to clear the por (power on reset). Further information noted the representative had not yet met with the consumer to clear the por since the consumer completed charging the battery. If additional information is received, this event will be updated.

Event description:
Additional information received that they were not able to coordinate with the patient to clear the power on reset (por). It was later reported that the manufacturer representative met with the patient on 2016-03-02. The por was cleared and the patient was now receiving therapy.